Event description:
Caller (customer's wife) reported that on (B)(6) 2014 at 2:00pm, the customer received a message "hi" (a reading >500 mg/dl) twice on the display of the adc blood glucose meter. Caller further reported the customer has dementia and began seeing "cats climbing walls, etc." There was no report of self-treatment. Paramedics were called and upon their arrival, within 5-10 minutes, a reading of 12 mg/dl was obtained on their meter. Customer was treated with an unspecified "gel" and no diabetic diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.